Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/27/2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up keypad button was unresponsive. There was no evidence of keypad contamination found under the key contacts. Moisture was visible beneath the display screen. A case crack was discovered during evaluation; leak testing found a pump case leak. Moisture was observed on the keypad flex cable connector.